Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation grade 4. During preparation, the steerable guide catheter ( sgc) (lot: 40418r3044) lost fluid column. A replacement sgc 40418r1053 was used to implant xtw -40323a1052 and xt 40229r1055. There was no patient involved with the issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash (loss of fluid column during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.